Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sigmoidectomy procedure on (B)(6) 2017 and suture was used. During the placement of the suture line the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4).the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.